Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation findings were as followed: due to damage on the charged coupled device unit, insulation resistance value did not meet the standard value, indication on light guide is not correct, video connector had a scratch, video connector case had a scratch, light guide cover glass had a scratch, light guide connector had a scratch, right/left lever had a scratch, bending tube had a dent, switch 1 had a scratch, right/left plate had a scratch, up/down plate had a scratch, universal cord had a scratch, grip had a scratch, control unit had a scratch, adhesive on bending section cover rubber had a chip, bending section cover rubber had a scratch, forceps elevator lever had a scratch, due to damage on force elevator lever, bending section cannot be fixed firmly, bending section cover rubber had a scratch and video connector had a crack. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope screen disappears or there is noise coming from the device. It is unknown when the issue was found. There were no reports of patient harm associated with the event.

Event description:
Additional information received from the initial reporter confirmed the malfunction occurred during inspection for use.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the defects "image disappeared" and "noise appeared" were caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. Olympus will continue to monitor field performance for this device.